Manufacturer narrative:
(B)(4). Investigation summary: the device was returned with no apparent damage. The device was connected to a gen11. The device was functional and worked as intended. There were no anomalies noted with the functionality of the device. No communication issues were noted at any time during the test of the device. The device was disassembled to inspect the internal components and no anomalies were found, related to the reported event. When the device was disassembled, it was found that there was a cracked internal component; the y-link. It could not be determined what may have caused the reported incident of: the handpiece not being recognized by the generator. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the handpiece was not recognized by the generator. There was no patient consequence reported. Another device was used.